Manufacturer narrative:
Additional information is provided in sections b.3, b.5, h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the surgery was completed on the same day as the infusion was restored and there was no patient harm.

Event description:
A customer reported that while using an ophthalmic system the infusion line was no longer delivering balanced salt solution (bss), while the ophthalmic vitrectome was operating without any error message. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).